Event description:
Maintenance of sterility issue. The carilion custom robotic drape within the pack tears easily. Robotic drape seams separated during procedure. It was about 14 inch separation. Unsterile area of drape was covered with ioban and the surgery continued.